Event description:
It was reported that the device does not alarm when overtemping. No additional information.

Event description:
Additional information was received including the event date, that the issue occurred during preventative maintenance and as such had no patient involvement. Event date updated.

Manufacturer narrative:
H4: device manufacture date added.